Event description:
Metal post it broke off inside the brush head and the brush went into mouth - oral-b [device breakage] . Case narrative: a spouse via phone stated that the metal post of the oral-b toothbrush broke off inside the oral-b toothbrush head, and the oral-b toothbrush head went into their 56-year-old wife's (female) mouth while she was brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.